Event description:
The patient was treated with rhinaer. No issues during the procedure. No bleeding. One week post-procedure patient's family member called ent office reporting a significant bleed. Office instructed patient to report to ER. Ent was at hospital at the time and treated the patient. Patient had bleeding on the left side. Packing applied to control bleeding. Patient required transfusion of 2-3 units of blood. Hemoglobin count returned to 9. Packing was left in place for 3-4 days and the patient was discharged home. Anticoagulant therapy was stopped (plavix). Five to six days later, the right side started to bleed. The patient presented to the ER. Packing was placed but bleeding was not controlled. Ent took the patient to the or. Bleeding was at the spa below the middle turbinate attachment. Bleeding was controlled with cautery. A soft pack was left in place for a couple days. At time of report, it has been 2 months and the patient has had no further issues.

Manufacturer narrative:
None.